Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited episodes of noise. No intervention was performed. The patient was in stable condition. The rv lead will be further monitored.